Event description:
On (B)(6) 2014 given script. On (B)(6) 2014 medtronic interstim device implanted for retention and severe constipation. Urologist pa (B)(6) was unaware of the specific protocols required for me to have an MRI of the brain. I requested a referral; no one called me. I called medtronic; referred to (B)(6) five hour trip. (B)(6) didn't have the (tela) 1.5 needed. Informed medtronic and they never called me back. I have not had the test. On my own, I found someone. On (B)(6) 2014 found out for sure. Script for functional MRI of the brain given to patient due to tbi. Loss of awareness, post-concussion syndrome. There is not a referred system in place for this device. Physician and medtronic; no one helped me.